Event description:
After giving birth to youngest son, I was implanted with the essure device. (B)(6) 2007 was implant date by dr (B)(6) at (B)(6) hospital in (B)(6). Since implantation, I have had severe abdominal pain, cramps, severe swelling almost to the point I look pregnant. Painful intercourse, excruciating pains before and during menstrual cycle. Migraines and developed high blood pressure and palpitations. Excessive weight gain that cannot be reasoned with dr after keeping 30 day food journal. (B)(4).

Event description:
(B)(4). I had a complete hysterectomy with salpingectomy to remove the essure devices and all the damage and scar tissue caused by the devices on (B)(6) 2015. In the year that followed, my stomach swelling went down, migraines went away, hair started coming back, painful intercourse gone, obviously painful periods are gone. I no longer have constant daily fatigue and my brain fog is going away, it's easier for me to recall information and events now. I was allergic to the nickel that the essure is made of so for 8 1/2 years I was having constant allergic reactions, so my body was fighting to rid itself of these devices. Continuing to heal daily, everyday is better than the last now that the essure is gone from my body.